Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (2000mcg/ml, 825.7mcg/day) in an implantable pump intractable spasticity and cerebral palsy. A motor stall was seen upon initial interrogation; motor stall occurred on (B)(6) 2016 with no recorded recovery. The patient did not recently have an MRI. The patient experienced sudden withdrawal-type symptoms; return of spasticity, appearance of twitching, and irritability. The patient was admitted to the hospital on (B)(6) 2016 and an audible alarm was heard. The pump was placed to minimum rate mode on (B)(6) 2016 and the patient was supplemented with oral baclofen to reduce the symptoms of withdrawal. The pump was replaced on (B)(6) 2016. It was unknown if any environmental/external/patient factors may have led or contributed to the event. The event was considered to be resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.